Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2008, the patient underwent surgery for repair of an epigastric incisional hernia. As reported, a bard/davol composix mesh, (B)(4), lot number husa1250 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2014, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix.

Manufacturer narrative:
Addendum to the previous report. This follow up emdr is being sent to correct the manufacture date for the composix mesh. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
It is alleged by the patients attorney that on (B)(6) 2008, the patient underwent surgery for repair of an epigastric incisional hernia. As reported, a bard/davol composix mesh, reference number (B)(4), lot number husa1250 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2014, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with epigastric incisional hernia thereby underwent open repair with implant of composix mesh. Per operative notes, ¿the edge of the fascia was dissected free and a composix mesh was placed in the preperitoneal space.¿ (B)(6) 2014 - patient was diagnosed with recurrent ventral incisional hernia, abdominal pain thereby underwent repair with explant of mesh. Per operative notes, ¿identified a complex nonreducible hernia with adherence of the previous mesh to the skin. The area of skin thinning due to adherence of the scar tissue and the mesh. The hernia sac was completely dissected with removal of scar tissue and lysis of adhesions. The previous mesh was removed and a portion of biologic mesh was placed." Attorney alleges that the patient had adhesions, pain, hernia recurrence, emotional injuries and others such as area of skin thinning found due to adherence of the scar tissue and mesh medially, abdominoplasty performed.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum #1: this follow up emdr is being sent to correct the manufacture date for the composix mesh. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, no conclusions can be made. Per medical records review, about 5 years 11 months post implant of composix mesh, patient was diagnosed with adhesions, abdominal pain, scar tissue and hernia recurrence thereby underwent repair with explant of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b6, b7, d.6 (date of explant), e3, f12, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.